Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm in diameter fusiform abdominal aortic aneurysm approximately twenty months ago. Infrarenal angle of 55 degrees. Aortic neck was 26 mm in diameter and 55 mm long. Distal aorta was 24 mm in diameter. Iliac size and tortuosity not reported. Right and left femorals were 7 mm in diameter. It was reported that prior to implantation the patient underwent embolization of the right hypogastric artery. The stent grafts were implanted successfully. The proximal end of the graft was place such that the suprarenal stents crossed both renals. The distal end of both extensions was distal to the internal iliac artery. It was reported that the patient presented at emergency ward with symptomatic aaa. Angio showed type iii endoleak (between main body and an extension). An unknown stent graft extension was placed to resolve the type iii endoleak. Patient outcome is unknown. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) (film evaluation).

Manufacturer narrative:
(B)(4): endoleak, cause of event is unknown.

Event description:
Post-implant cta/x-ray's were reviewed. There appeared to be minimal to no overlap between the ipsilateral limb and ipsilateral extension #1, with a small amount of contrast near this overlapping area indicating a possible type iii separation endoleak. The distal portion of the ipsilateral extension #1 was also noted to be sharply angulated at the transition between the distal aorta and right common iliac artery. A second ipsilateral extension #2 was seen within the reia with adequate overlap with extension #1. The cause of the separation is unclear. The amount of overlap at implant is unknown, and images immediately post-implant were not provided, and any possible aneurysm morphology changes could not be evaluated. Images post-relining were not provided for review.

Event description:
Additional information was received as follows: the investigator assessed the type iii endoleak as device and procedure related.